Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to the incompatibility of the device and programmer. A compatible programmer was used and telemetry was established normally. Review of the device diagnostics indicated the occurrence of aborted and delivered therapies. The device was tested on the bench, and no anomaly was found. It was not determined whether the delivered therapies were appropriate.

Event description:
It was reported that patient presented in the emergency room after receiving inappropriate therapy. The patient had previously refused to have a device replacement and allowed the battery to run out. The patient was on monitor and his heart rate was in the 80's when he received the shocks. Since the device could not be interrogated, magnets were placed until the device could be explanted the following day. Patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.